Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of failure to charge was confirmed. The battery will not charge and shuts off when unplugged from a/c power. The reported root cause of the reported failure was identified as an internal failure within the lithium ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - battery is not charging. (B)(6) 2021 - evaluation confirmed abrupt shutdown.